Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked. This report is made based on evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump battery compartment was observed to have multiple cracks at the compartment opening with one of the cracks extending down to the primary case seal. The battery cap was able to fully secure to the pump with no loss of power occurring during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).